Event description:
Customer reported she was hospitalized for high blood glucose. Customer states she dropped her pump, there was a crack in the case and the syringe compartment was cracked. She also stated that the motor was coming out into the syringe compartment that she ignored. Customer states she was at work had no insulin or manual injection with her so work sent her to the hospital. No further details provided at time of call.

Manufacturer narrative:
Unit received with cracked end cap. Unable to prime or perform basic occlusion or occlusion test due to cracked and cap.